Event description:
On (B)(6) 2011, pt reported that she experienced hyperglycemia or 500 mg/dl, due to a bent infusion cannula. The infusion headset was inserted by hand and nothing unusual was noticed during the insertion process. Blood glucose elevated 2-3 hours later. Pt changed the infusion set and bolused through the infusion device to treat hyperglycemia. Target blood glucose is 120 mg/dl. Pt started using this type of infusion set in (B)(6) 2011. Infusion sets were replaced. Alleged product was discarded and was not requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
Eval, methods and results: no product will be returned for eval.